Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 190mg/dl. A system check was performed and insulin was observed exiting the infusion set site. The customer also observed cracks on the cartridge. Reportedly, the pump is worn against the customer's skin. The customer successfully performed a cartridge and infusion set change to resolve the issue.